Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the matrix drawer 4 failed to open. A field service engineer (fse) found a medication pack lodged behind the drawer, blocking the sensor. The pack was removed, and the drawer was tested using hardware test application (hta). The test completed successfully, and the drawer was confirmed fully operational. The system functioned as intended after field service engineer repaired the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary 3p2 drawer 4 failed. When recovery was attempted, the drawer did not open at all. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.